Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was connection issues between the pump and transmitter. Reportedly, the transmitter was paired with the dexcom receiver in addition to the pump. Reportedly, the dexcom receiver was shut off and the transmitter connected successfully. No additional patient or event information was available.